Manufacturer narrative:
Batch review performed on 16 june 2021: lot 162733: 118 items manufactured and released on 12-ago-2016. Expiration date: 2021-07-24. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event since 2017. Preliminary investigation performed by r&d project manager on the images received no conclusion on the root cause of the event can be traced.

Event description:
Revision surgery 4 years and 9 months after primary for leg length discrepancy. The surgeon revised the ceramic head successfully.